Manufacturer narrative:
Of the 22 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to dim or discolored displays. During investigation for unrelated complaints, there were 9 additional failures found. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(6) pilot program.

Event description:
This report summarizes 22 malfunction events. A review of the events indicated that the one touch ping model pump experienced an unspecified display issue. These reports were received from various sources. The patients associated with this allegation ranges from 7-71 years of age and between 26 and 198 pounds. Of the reported patients, 10 were male and 12 were female.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there was 1 instance of display issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 2 instances of display issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.